Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2009 and american medical systems, inc. ¿ miniarc sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/19/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior repair due to recurrent 3rd degree cystocele. It was reported that patient also underwent excision and revision of vaginal mesh via vaginal approach on (B)(6) 2009 due to genuine sui with hypermobile urethrovesical junction and erosion of vaginal mesh with small midline cystocele. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.